Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was high this morning. The patient's blood glucose at the time of incident exceeded 600 mg/dl. The customer felt sluggish and she was unable to think clearly. The customer declined troubleshooting for the hyperglycemia; however, she changed her infusion set and expects her blood glucose to steadily decrease. No products were returned or replaced.